Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath became kinked during the procedure making it difficult to maneuver the balloon catheter. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.